Event description:
It was reported that the customer experienced on going low blood glucose (bg) levels. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was unknown. Additionally it was reported that the customer¿s personal profile was requiring adjustments and that the customer's manual boluses were leading to low blood glucose (bg). Customer consumed carbohydrates to address bg's. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.